Manufacturer narrative:
Patient information is not available for reporting. (B)(4) lot number unknown. Device not implanted or explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A patient code is used to capture the required medical/surgical intervention to preclude permanent damage to a body structure. The plate that surgeon desired to use was not in the set. The surgeon had to change procedure and use the plate that was available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction and internal fixation (orif) of a second and third metacarpal repair on (B)(6) 2017 a y-plate was not available for use in an fsl kit (lcp modular mini fragment kit). The consultant was told the kit was complete however, it was discovered later that y-plates and 2-hole t-plates are optional in the fsl kit. The 3-hole and condylar plates are the only required plates in the kit. The surgeon had intended to use a y-plate due to his preference for this plate for this type of fracture. The surgeon used a condylar plate in substitution for the y-plate. The procedure was completed successfully with no surgical delay. Patient status is unknown. This report is for one (1) 2.0mm lcp(tm) y-plate 3 holes head/7 holes shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Alert date was (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.